Manufacturer narrative:
The devices have not been returned for analysis, but pictures of the two blades were provided, that is what the analysis below is based on: *blade 1 - the photo shows the distal tip of the inner assembly broke off. The portion that became detached (fragment) would have measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley. This break is typical of the inner and outer assemblies impacting each other which results in the observed break. *blade 2 - the photo shows a break near the distal face of the inner hub.typically the break occurs just over 5/8" from the distal face of the inner hub. The break point corresponds to the proximal end of the outer tube in the front hub. This is likely the result of excess pressure applied or improper loading of the blade in the handpiece. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece.

Event description:
The facility reported that the tip sheared off one blade when it came into contact with hard bone. Then the second blade sheared at the base.two blades were broken. A third blade was used and there was no further issue. There was a 3 minute delay in the case. There was no patient impact.

Manufacturer narrative:
Analysis: visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured 0.23¿ in length. The break occurred at the first proximal tooth valley and proceeded to the second proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth while moving in a clockwise direction which resulted in the observed break. The failure mode in the complaint sample could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material component. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported the tip of the blade sheared off when it came into contact with hard bone. There was no patient impact.